Event description:
A user reported a forward fall in the device while being assisted to descend a set of stairs in assisted stair climbing function. The reported fall resulted in a broken nose that required medical attention. The user stated that instead of leaning backward during the descent, he leaned forward, which caused the device to fall forward and down the steps on top of him. No product malfunction is indicated. This report corresponds to independence technology complaint.

Manufacturer narrative:
In either solo or assisted stair climbing function, users are an active component of the stair climb function, and are trained to lean in the correct direction in order to facilitate the completion of the ascent or descent. Service was dispatched to retrieve the electronic configuration file (ecf) in 2008. A report on field service activity (sar) and a device checkout record (fcr) will be forwarded to the complaint handling unit (chu) per standard operating procedure. Company review of the ecf confirms that the pitch of the device was in the forward direction, and with additional forward pitch, the cluster rotated. The device pitch was adequately corrected to slow the rotation, however, as the cluster rotation completed, the device was aggressively pitched forward again, most likely due to the forward lean described by the user. Device immediately entered cluster safety lock and continued to pitch forward. The assistant did not respond properly by preventing the device from continuing to pitch forward. Cluster safety lock is the device's response to an out of control stair climbing condition. The user has not reported any recurrence of the described event since the completion of the service activity.